Event description:
It was reported that the pacemaker was found to be in backup vvi during remote monitoring. The patient presented in clinic and a device download and restoration was performed successfully. There were no patient consequences.